Event description:
Discordant, falsely low sodium (na) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s), as they did not match the patient's clinical history. The sample was repeated on the same instrument, also resulting falsely low. The sample was then repeated twice on the same instrument, resulting higher and matching the patient's clinical history. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the cable conduit sampler and cable adapter. The cse performed probe and small sample cup alignments. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.